Event description:
A spine surgeon removed a 1-level cervical plate sometime in 2003. No complaint was made to odev until 2004. The plate was removed because one or more screws were observed, at a routine follow-up examination, to have backed out of the plate. An ortho development product development engineer flew out to meet with the surgeon and determined there was no detectable reason for the screw back out. Dr office has been contacted numerous times to provide the necessary pt info and as of the time of this report, company has been unable to obtain any other info. A follow up report will be forthcoming.